Event description:
It was reported that the patient experienced twiddler's syndrome and discomfort in the arm and shoulder. The lead exhibited low impedance and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the distal insulation was damaged at 26.2 cm to 26.9 cm from the connector pin as a result of clavicular crush. The proximal coil was fractured at 26.3 cm to 26.9 cm from the connector pin.